Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011 at 8:30am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was "testing in memory mode". The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the issue began on an unknown date approximately one month ago. The patient reported she manages her diabetes with diet and exercise. She stated that she made no changes to her usual diabetes management as a result of the issue. The patient reported that her vision became blurry immediately after the issue occurred. The patient stated that she received no treatment due to the issue. The cca noted that during troubleshooting, the patient was educated on the meter memory mode function and trained on how to test with the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.